Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine replacement of the implantable pulse generator, failure to capture of the right ventricular (rv) lead with pocket manipulation was observed by the implanting physician. Lead connections to the header were verified and connected securely to the header. When pressure was applied to the excess lead coiled in the pocket, pauses with clear failure to capture by the rv lead was noted again. The portion of lead in the pocket was visually inspected, and one area of insulation appeared cloudy and potentially deformed. The rv lead was capped and a replacement lead was implanted. No patient complications have been reported as a result of this event.